Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with reflin injection 2 grams at night in two liter bag intraperitoneally (duration not reported), vancomycin injection 2 grams every fourth day at night in two liter bag intraperitoneally for fourteen days, and fortum injection 2 grams once daily intravenously (discontinued six days prior to the receipt of this report) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they corrected the cause of the peritonitis from a breach in aseptic technique to unknown and stated that the cause was originally incorrectly reported. (B)(4). The cause of peritonitis was corrected by the reporter to unknown; therefore, a review of the label for the product family will not be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.